Manufacturer narrative:
Clarification to e1: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected 3 years in a row by another hcp at another office with 1ml in the chin. The hcp observed this radiographic finding of mandibular bone resorption in a panoramic radiograph (done for the purpose of evaluating third dental molars). The hcp ¿identified the presence of ha material in different tissue planes (deep, intermediate, and superficial). The hcp applied 3000 units of hyaluronidase was carried out, guided by ultrasound, prioritizing degradation of juxtaosseous hyaluronic acid. Hcp performed manual drainage to remove the superficial ha, reporting that it was not possible to remove all the material. The patient also had an allergic reaction to hyaluronidase from two different commercial brands. It was decided to assess the most superficial filler with ultrasound, perform puncture, and manually drain as much as possible. Symptoms are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1.

Event description:
Healthcare professional (hcp) reported a patient was injected 3 years in a row by another hcp at another office with 1ml in the chin. Patient presented with bilateral vestibular bone resorption (d and e) in the chin region observed in a panoramic x-ray and CT scans due to the suspicion that hyaluronic acid is causing this resorption. The hcp ¿identified the presence of ha material in different tissue planes (deep, intermediate, and superficial). The hcp applied 3000 units of hyaluronidase was carried out, guided by ultrasound, prioritizing degradation of juxtaosseous hyaluronic acid. Hcp performed manual drainage to remove the superficial ha, reporting that it was not possible to remove all the material. The patient also had an allergic reaction to hyaluronidase from two different commercial brands. It was decided to assess the most superficial filler with ultrasound, perform puncture, and manually drain as much as possible. Symptoms are ongoing. This record is for the 2nd injection.